Event description:
The arthroplasty was revised due to femoral loosening and instability. The components were implanted in situ for approx 6.3 y. The tibial insert, tibial tray and femoral components were revised. The patient presented with ucla score of 4 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown femoral condyle. It was noted that the device, medical records and x-rays would not be made available for evaluation. If additional information should become available, it will be submitted in a supplemental report. Not returned.